Event description:
A non-pacemaker dependent patient presented in-clinic due to episodes of dizziness and dyspnea. Upon investigation, the device was delivering inappropriate pacing and was unable to be programmed back to normal pacing rate. Abbott technical support was contacted, and the device was successfully reprogrammed to restore normal pacing. The patient was in stable condition.

Manufacturer narrative:
The reported events of inability to program and output anomalies were confirmed. The device was received with no telemetry communication and no output. Visual inspection of the header attachment area detected an anomaly between the pre-molded header and titanium case. The device was cut open to enable further testing and the battery was found at normal level. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the zenex, assurity, endurity laser adhesion preparation advisory issued by abbott on 20 july 2022 for a subset of devices distributed and implanted outside of the united states.

Event description:
Additional information received indicated at a later date, the device was explanted and replaced to resolve the event. The patient was in stable condition.